Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be premature depleting. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. According to the field, the s-ICD will not be available for return back to boston scientific for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be premature depleting. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. According to the field, the s-ICD will not be available for return back to boston scientific for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.